Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a soft audio notifier when alarming was unable to be confirmed. No log files were submitted, nor did the system controller, serial number: (B)(6), return analysis. Multiple good faith effort (gfe) attempts were sent inquiring if any log files were available from the event, when the patient previously had their controller exchange, and if the issue resolved; however, no response was received. The root cause of the reported event could not be conclusively determined during this investigation. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 lvas instructions for use (rev. D) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use (rev. D) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 lvas IFU (rev. D) section 10 entitled ¿safety checklists¿ and the heartmate 3 patient handbook (rev. A) section f entitled ¿safety checklists¿ instruct users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. Heartmate 3 patient handbook (rev. A) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had issues with their audio beep sounding off or quieter. They performed slow battery changes multiple times to try and recreate the noise. The clinician was able to hear what the patient referred to with one of the changes. The intermittent beep slowed and got quieter after a very brief, quiet squelch sound. The patient has been symptomatic previously when the system controller was exchanged so the site did not want to exchange the controller unless absolutely necessary. They advised the patient to pay close attention when they perform self-tests or when changing the batteries. The patient was advised to inform the clinician if they are unable to hear the audio alarms. Tech services recommended cleaning the speaker area with alcohol on a q-tip.